Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 149mg/dl and the sensor glucose level was 40 mg/dl at the time of the incident. The customer reported calibrating after lunch and finding insulin pump in threshold suspend. The customer did troubleshoot the issues. The sensor will be returned for analysis.